Event description:
The customer reported that during a pt event an etco2 reading was unable to be obtained. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and found the etco2 connector pushed into the device and the hose twisted. Review of the electronic event summary shows no etco2 numeric or waveform present. The etco2 connector was reseated and hose untwisted. The device passed testing and was returned to service.